Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.   Additional data: b.5, b.6, d.4, d.6, d.7, h.6.

Event description:
Healthcare professional reported a patient experienced the events of ¿pain and change in the breast shape¿, ¿intracapsular rupture of subpectoral breast implant", "breast asymmetry¿, ¿axillary ganglia with presence of hyperechogenic material in their fatty hilum with breast implant material", "siliconomas at the level of the ganglionic chain in more than three nodes with affection at the level of their fatty hilum", and "anaphylaxis shock" which is not device related.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed, or corrected information is noted, a supplemental medwatch will be submitted. The reason for reoperation was deflation. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported "patient is diagnosed with rupture (to be confirmed)" on an unknown side. The device remains implanted.